Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in moderately tortuous and moderately calcified right common iliac artery. After a guide wire crossed the lesion, plain old balloon angioplasty was performed. After stent placement, post-dilation was performed with an 8.0mmx20mmx135cm sterling balloon catheter. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with an 8mmx40mm sterling balloon catheter. No patient complications were reported and the patient's status was good.